Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator critical errors occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information in relation to a trilogy 100 device. This notification was opened for review due to an audible speaker failure. There was no patient harm or injury. The device had an error 106 which indicates a failure of one of the device's audible alarm speakers. Although a speaker failure occurred, the device is designed with two independent audible alarm speakers with independent circuitry which ensures the device will sound an audible alarm to alert the caregiver in the event of a speaker failure. There would be no increased risk of harm or injury to the intended user if this type of malfunction were to recur. This type of malfunction would not affect device performance. This complaint is considered not reportable. No report will be filed with any regulatory agencies.